Manufacturer narrative:
The field service engineer determined the electrodes were damaged. The electrodes were replaced. The customer ran controls and all recovered ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect values were reported outside of the laboratory. The sample initially resulted with an na value of 133.7 mmol/l, which repeated as 141.3 mmol/l. The repeat value was believed to be correct. The cobas 8000 ise module serial number is (B)(4).